Event description:
Customer reported multiple intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the occlusion events, the customer changed the cartridge and resumed insulin, and since additional assistance was not necessary, the case was closed by technical support.